Manufacturer narrative:
(B)(4).

Event description:
A pump memory error occurred. There were sources of potential electromagnetic interference present. The pump was programmed to stop pump. The pump info was re-checked and was correct; the pump was updated and the issue was resolved.